Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states patient has been diagnosed with active dental decay and gum recession that require immediate attention. It is the best interest for the patient to discontinue aligner use immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.